Event description:
The report indicates that several boxes have had units with clips that were "non-functioning". The incidents have occurred during laparoscopic cholecystectomy procedures. No further details were provided by the rptr. The actual number of devices that failed is unknown. Reported for info purposes only.